Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00173: case 1; 3025141-2019-00174: case 2; 3025141-2019-00176: case 4; 3025141-2019-00177: case 5; 3025141-2019-00178: case 6.

Event description:
Article: failure of metal radial head replacement. Van riet, r. P., sanchez-sotelo, j., morrey, b. F., j bone joint surg (br) 2010; 92-b:661-7. Case 3: revision surgery performed for reasons that cannot be determined from the article.